Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that one of the device's hybrid layer capacitor (hlc) batteries, designator bt2, located on the analog pcb assembly was electrically damaged. It was observed that both cells in bt2 would not charge above 3.45 volts as a result of being electrically damaged. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it could not remain powered on. As a result the device would not be able to charge and shock if it were necessary.